Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a measurement anomaly was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported measurement anomaly could not be determined.

Event description:
It was reported that during implant, measurements through the device had dropped, though intraoperative measurements were good. Telemetry measurements were also good. Device anomaly suspected. A new device was used with good measurements.